Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was unpacked on (B)(6) 2019. According to the complainant, when the product was received, the sterile device pouch was not fully sealed, and the device was partially outside of the packaging. It was noted that it seemed the thermo-welding of the package seal had not been completed. The packaging issue was confirmed by a photo sent by the customer. There was no patient or procedure involved.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was unpacked on (B)(6), 2019. According to the complainant, when the product was received, the sterile device pouch was not fully sealed, and the device was partially outside of the packaging. It was noted that it seemed the thermo-welding of the package seal had not been completed. The packaging issue was confirmed by a photo sent by the customer. There was no patient or procedure involved.

Manufacturer narrative:
Block h6: problem code 1444 captures the reportable issue of unsealed device packaging. Block h10: investigation results a visual examination of the returned complaint device confirmed that the pouch was sealed even though the catheter was not completely inside the sterile pouch. There are also different marks found in the seal area of the pouch which matched with the sealing marks found in some sections of the catheter. It was also noted that the catheter was kinked in different sections. The balloon was returned with the protective sleeve and the mandrel. The most probable root cause is manufacturing deficiency, as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.